Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9197419. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause and retention samples for the affected lot performed as expected. A physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the adapter and tubing. Product defect was noted during use. The following information was provided by the initial reporter: there was the leakage at the joint of extension tube and the yellow straight connector, and it caused repuncturing on this case, the hospital had already reported a similar adverse event on last december the liquid is normal saline. The leakage lead to a second puncture.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage at the adapter and tubing. Product defect was noted during use. The following information was provided by the initial reporter: there was the leakage at the joint of extension tube and the yellow straight connector, and it caused repuncturing on this case, the hospital had already reported a similar adverse event on last december. The liquid is normal saline. The leakage lead to a second puncture.